Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump is priming during the load step. There was no allegation of an adverse event. This is reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission: 09/29/2017. Product analysis: the device was returned and evaluated by product analysis on 09/01/2017 with the following findings: review of the pump¿s black box revealed confirmation of the alleged issue having occurred. During the prime sequence, the issue was duplicated - the pump did not detect the presence of the cartridge. The force sensor did not appropriately detect force. A force sensor pin was found to have been cracked.